Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during repair/check out. The field service engineer found a defective battery during check out. The system alarmed 20 min, 10 min, and 5 min and shut down within 10 seconds. As a result the battery was replaced. It was also reported that the display was flickering during air transport. The field service agent could not reproduce the symptom. There was no report of patient complications or consequence.

Event description:
It was reported that the event occurred during repair/check out. The field service engineer found a defective battery during check out. The system alarmed 20 min, 10 min, and 5 min and shut down within 10 seconds. As a result the battery was replaced. It was also reported that the display was flickering during air transport. The field service agent could not reproduce the symptom. There was no report of patient complications or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system alarms 20, 10, 5 minutes and shut down within 10 seconds" is confirmed. The returned battery was shut off within 3 minutes after the 20 minutes alarm during pumping on battery power. The battery failed the battery load test. A definitive root cause could not be determined but a potential cause of the short battery life is a result of improper maintenance of the battery. Per the operator's manual, battery life is dependent on usage and maintenance of the battery. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.